Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the device. The patient's electrode belt was leaking defibrillation gel. The patient's physician prescribed the patient hydrocortisone cream. The patient's medical condition improved.